Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/06/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
N/a

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.19 on a patient. There was no patient information at the time of this report. Customer is not returning product for investigation. Date: (B)(6) 2015, sample time: unk, sample: a, result time: unk, result: 0.19; (B)(6) 2015, unk, a, unk, 0.00. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4).